Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Date of explant: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 325cc (left) and 275cc (right) mentor memorygel breast implants and experienced generalized illness symptoms including breast implant illness symptoms, joint pain, breast pain, skin irritations and insomnia, as well as a rupture on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.